Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 02aug2023, it was confirmed that the touchscreen was replaced, the device was returned to full functionality, and the device was put back in use. The replaced touchscreen will be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working properly. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they required the part information for a replacement touchscreen. In a good faith effort (gfe) response from the customer received on 30jul2023, it was stated that the part had been ordered but not yet received. This investigation is ongoing.